Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. There was an alert that indicated v tachy mode programming was changed. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there was no adverse patient effects reported.